Event description:
A system error 2240 message appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home patient neglected to connect their transfer set to the patient line of the homechoice set until after they had initiated therapy. Baxter's technical service center assisted the home patient's family member in ending therapy early. Therapy was completed by setting up with new supplies. Per the home patient's family member, no patient injury or medical intervention was associated with this incident.